Event description:
It was reported the patient's l5 drg lead migrated. X-rays confirmed the issue. In turn, surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.